Event description:
While undergoing coronary intervention a wolverine coronary cutting balloon broke apart while it was being introduced in the guide catheter. Both pieces of the cutting balloon was retrieved and a new cutting balloon and guide catheter was used. Patient tolerated procedure well.